Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was improperly delivering boluses. Clinical diabetes specialist stated that the health care provider was curious as to why the pump would deliver a bolus in the am times as the customer would be asleep. Upon reviewing the t:connect logs, tandem technical support confirmed that the pump time was changed only twice since the customer received the pump. The customer stated the pump time was not manually changed and felt hat nobody else had changed the time on the pump. There was no information provided regarding the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available. Although requested, no additional information was provided regarding the reported issue.